Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. The boston scientific representative was attempting to turn off a device prior to a patient surgery and could not establish telemetry with the device using multiple programmers and wands. No tones were generated when a magnet was applied, and no pacing was observed. It was reported that the patient had a history of radiation therapy and had never received a shock. A boston scientific technical services consultant discussed further trouble shooting efforts and recommended replacing the device.